Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (damaged power supply connector) has been confirmed. Upon investigation the battery charger/modem was not powered up. The cause for the power-up failure was isolated to a physically damaged power supply connector. The root cause for the damage to the connector could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) male pt called zoll customer support to report that the battery charger issued to him had a damaged power supply connector. The pt received a replacement battery charger/modem.